Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited high pacing impedance and the physician suspected lead damage. The lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events were high pacing impedance and ¿lead was damaged¿. As received, a complete lead was returned in one piece. The reported event of ¿lead was damaged¿ was confirmed. Visual inspection of the lead noted the lead body insulation was cut at the proximal region consistent with procedural damage. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of ¿lead was damaged¿ is consistent with procedural damage.